Manufacturer narrative:
(B)(4): the implantable neurostimulator and leads have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt's implantable neurostimulator and leads were explanted due to normal battery depletion and lead migration. The ins had experienced one over discharge. Additional information has been requested, a f/u report will be sent if additional information becomes available.